Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The fracture surface of the probe showed that crack developed. There was no scratch around the broken point. The foreign matter adhered to the tip of the probe. The manufacturing record was reviewed and found no irregularities. As a result of the evaluation for the device, it was considered that the subject device was used for the procedure. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during preparation for the first use, the user found that the probe of the device cracked. When the user tried activating output, an unspecified error occurred. When the user touched the cracked part of the device, it broke off. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.